Manufacturer narrative:
Company rep replaced the gas module bench and adjusted the power supplies. Calibrated units to factory specifications.

Event description:
Customer reported the gas module ii displayed an error message, which may have resulted in loss of gas monitoring. No pt injury was reported.